Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an issue with the cartridge and did not observe insulin coming out of the tubing and pigtail. Customer's blood glucose level ranged between 250-260 mg/dl. Customer changed pump supplies to resolve issue.